Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in sweden: "suspected under infusion" according to the customer: "course of events what happened, was any patient injured we had an incident last night with a pump. ((B)(6) 23). A colleague connected antibiotics in a glass bottle to an infusion pump. The amount in the bottle was 100 ml, half - 50 ml would go in in 30 min. They went outside the drug list and entered vssi 50 ml and the time of 30 min. The problem was that when it alarmed after 20-25 min, the entire bottle had gone in = 100 ml. So the problem was: the entire amount of 100 ml had gone in, although 50 ml had been pushed in. And it had gone faster, 20 minutes instead of the printed time of 30 minutes. When I tested the pump now with a regular nacl bag, there was no problem with the pump. So my question is, is the glass bottle the problem? Can you have a glass bottle in an infusion pump?"

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space plus 2.2 article number: 8719050 2.3 serial number/batch: (B)(6). 2.4 software version: 020b0002 2.5 hours of operation: 229 2.6 seal: yes (black production seal). 3. Investigation results: 3.1 history inspection: the history has been read and analyzed. At the 2023-10-12, 06:10:06 an infusion with 100 ml/h and a vtbi of 50 ml was started using an infusomat safeset line. The infusion was interrupted at 06:10:15, 06:10:32, 06:10:49 and 06:11:32 due to pressure high alarms. At 06:31:13 an upstream alarm occurred. The infusion was ended by the user at 06:40:18 with an infused volume of 32,116 ml. Another infusion was prepared at 09:10:16, using a safeset line. A priming of 16 ml was performed at 09:10:31. The infusion set to 100 ml/h and a vtbi of 50 ml was started at 09:12:19 but immediately stopped by the user at 09:12:31 after a vtbi of 0,334 ml. Afterwards the pump was set to standby mode. At the 2023-10-12, 10:23:39 an infusion using a safeset line, set to 100 ml/h and vtbi of 50 ml was started and stopped at 10:53:39 due to an infusion end alarm. The device was shut down at 10:55:14. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact and undamaged. The device was in a clean state and no damages were detected. 3.3 functional inspection: a functional test was performed. The device did start using the power of the battery and passed the self-test, the mains voltage was connected, and the battery pack got charged. An infusomat space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump into operation. 3.4 individual inspection: 3.4.1 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,71%. 3.4.2 the electronic pressure cut-offs and the mechanical pressure limitations of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-offs were checked: upstream alert: was triggered according to specification. Pressure stage 4: 0,32 bar (should be: 0,1-0,6 bar) pressure stage 9: 1,10 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-offs were checked: pmax: 1,91 bar (should be: >1,8 bar, but max. 2,5 bar) pmin: 1,71 bar (should be: >1,5 bar). Clamp module was checked: pmin: 1,72 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. 3.5 disassembling: during disassembly, no damages could be found. 3.6 test equipment: description: typ nr.: lab.-ID.-nr. Digital manometer sika mh3151 qf04334. 3.7 for examination used disposables: infusomat space line 8700036sp 23k24e8st5. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the device operates within specification. No flow deviation could be reproduced. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.